Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device implant procedure on 11jun2021. During the procedure, fluoroscopy revealed that the left ventricular lead had dislodged. Additionally, the lead was damaged. The lead was removed and replaced in the same procedure. The patient was stable.